Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that patient did not charge the thoracic ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.